Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately eleven and a half years following the implant of this transcatheter pulmonary biop rosthetic valve, over the length of time of implant, tissue built up in and around the vessel. This caused constriction, stenosis, the valve became compressed by the sternum distally, and impacted valve function. All due to outgrowth. As a result, a type 1 stent fracture was noted proximally, with mild-moderate central pulmonary regurgitation and moderate right ventricle hypertrophy. Over the past year, the patient developed shortness of breath on exertion and fatigue. Subsequently, the physician chose to implant a new pulmonary valve within the existing valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: based on the received information, the intervention was reported due to valve constriction, stenosis, the valve became compressed by the sternum distally, and impacted valve function; all of these observations are due to patient outgrowth. Due to the fact that patient¿s physical growth is an unavoidable event; and eventually a reoperation and replacement of the device may be required. In addition, as a result of these observations and patient outgrowth, a stent fracture and regurgitation were also observed. Per melody instructions for use (IFU), melody stent fractures are known phenomenon; it states that ¿prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture¿. In this case, it was reported that the valve became compressed by the sternum distally. This indicates that the probable cause of the stent fracture could be due to mechanical stresses on the stent. Subsequently a second melody was implanted. No further adverse patient effects were reported. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.